Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the x-ray submitted for evaluation, it was noted that the screws were damaged. Consequently, arthrex was able to conclude a most likely cause for the complaint allegation. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/7/2023, it was reported by a sales representative via email that (2) ar-13380-42 cortical screws were found broken during a post-operative follow-up. The procedure was a high tibial osteotomy. The patient did not have any significant complaints and did not recall an event or injury to have occurred. A collapse was noticed in the patient's osteotomy site. The implants are still in the patient, and revision surgery has not happened yet. Additional information received on 6/8/2023: the original procedure occurred on (B)(6) 2023, and revision surgery occurred on (B)(6) 2023. Additional information received on 6/16/2023: during the revision surgery, an ar-13200t-12.5 tibial opening wedge osteotomy plate, two ar-13280-45 cancellous screw, and three ar-13370-3 osferion osteotomy wedge were explanted along with the two broken ar-13380-42 cortical screws. Both surgeries were performed at the same facility and by the same surgeon.